Manufacturer narrative:
The cause of the afp result not being received by the centralink data management system is unknown. Siemens is investigating the issue.

Event description:
The alpha fetoprotein (afp) result for one patient sample was not received by a centralink data management system. The result was entered manually in the laboratory information system. It is unknown if there was delay in reporting of result. There are no reports of patient intervention or adverse health consequence due to the afp result not being received by the centralink data management system.

Manufacturer narrative:
The initial MDR 2432235-2017-00388 was filed on june 26, 2017. Additional information (07/04/2017): the customer determined that the sample was not properly processed in the system by the operator. The customer did not specify how the error occurred. The device is performing within manufacturing specifications. No further evaluation of device is required.